Event description:
During a laparoscopic gastric bypass procedure, the device delivered an incomplete staple line on the fourth firing. Another device was used to complete the case with no pt consequence.